Event description:
According to the reporter, the device displays a service light, will not pass self-test, operation locks up, and powers on and off by itself. There were no reports of any pt use associated with the device.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not pass its self-test and powered on and off by itself. Physio-control replaced the system pcba and then observed proper operation through functional and performance testing.